Manufacturer narrative:
Continuation of d10: patient product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned they were having difficulty charging their implanted neurostimulator(ins) with their recharger antenna since over 1.5 weeks ago. Pt mentioned the recharger antenna was "not charging the ins" or only sometimes charged the ins. Pt mentioned when the recharger antenna did charge the ins, the antenna took "all day and all night" to charge the ins. Pt also got "system problem: cannot continue: call medtronic: rm04" message on their controller when they attempted to charge their ins. No symptoms were reported. Pt called back stating that they had the rtm replaced. Pt stated that the battery was never replaced. Pt stated that every time they tried to recharge the ins, the controller would display system problem (error code asked/unknown). Pt stated that they would reset the controller, however sometimes then the equipment would work and sometimes the equipment wouldn't work. Pt stated that lately the equipment hadn't been working too well. Pt confirmed that the rtm was getting kind of hot. Initially going to replace the rtm. Pt stated that the current rtm was not getting real hot like the last rtm, but the rtm was still getting hot. Pt called back repeating information documented in this case. Pt said they got the new controller, but was still having issues. Pt said they had to hold the rtm with their hand to be able to charge (pt said they tried using the belt already) and would charge the ins up so high, then had to recharge the controller and then go back to recharge the ins. Pt said when they start charging, they would go from a red to a yellow flashing light and after repositioning would get the green light. Pt said as soon as they would take their hand off rtm the controller would start beeping. Pt said last night the controller was 100% and ins got to 70% but then they kept getting a "red light" and so they tried again this morning and got to 70% but then kept getting a screen to call mdt (pt did not see any codes, only words, and said no rm codes like before). Pt was able to stay on green flashing light during the call. Pt wiggled the cord near the controller and said when they did that the light went from green to yellow, but then went back to green. Pt wiggled the cord near the rtm and nothing changed with charging. Pt said when they wiggled the cord near the controller, the cord wiggled easy like it was almost going to fall out. Pt said the ac power supply didn't seem to be loose in controller when they used it earlier.